Event description:
During dual chamber ICD implantation, testing was normal and the device was connected to the leads with satisfactory defibrillation testing. However, while closing the pocket, the patient received an inappropriate shock from the ICD during sinus rhythm. Retrieval of electrograms showed noise on the rv pace/sense and the rv svc-rv coil electrograms. Troubleshooting was performed. Manipulation of the ICD/leads reproduced the noise. We removed the ICD from the pocket. The leads were tightly screwed into the header. We removed the ICD lead from the header and tested pacing and impedances of the rv pace/sense electrodes and svc and rv coils. Values were normal with no provokable noise. The lead was reconnected to the header (we unscrewed and re-tested twice), with careful testing of the connections, but continued to demonstrate noise on the rv-svc shocking coil electrograms. We then decided to replace the ICD, disconnected the ICD and replaced it with another biotronik lumax 340 dr-t ICD, testing connections carefully. No further noise was detected. The biotronik representative dan heisterkamp has the device to return to biotronik for troubleshooting and analysis.